Event description:
Caller reported that cartridge leaked insulin from the pigtail area. There was no adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and successfully resumed insulin therapy.